Event description:
On friday 9/16, co was advised by the facility that the pt involved had died on 9/8/2005.

Event description:
The patient felt sick and got muscle cramping at 3.5 hr after start of hemodialysis treatment. Then homodialysis treatment was discontinued and the patient was transferred to i.c.u. Of another facility. The blood test at i.c.u. Showed that the patient's blood was very low in hemoglobin, level (10g/dl-2g/dl). The patient is getting better gradually in i.c.u. Observing the dialyzer after the hemodialysis treatment, a leur nozzle of the dialyzer was broken on the header level. It was at the 10th reuse of dialyzer. The nurse of the facility reported that neither blood leakage from the nozzle nor hemolysis was observed during treatment.